Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform stapler jaw did not open. The procedure was completed with no reported injury or delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler instrument was analyzed, and the instrument was installed on an in-house system and failed the recognition test. The system displayed an error message, "instrument not supported". The instrument information found in the rfid could not be detected due to a programming issue. As a result, the instrument could not operate properly. There was no damage to the rfid. Additionally, the instrument was installed on an in-house system and failed the recognition test on 3 of 3 attempts. The instrument information found in the rfid could not be detected. Visual inspection displayed no signs of physical damage to the rfid. The root cause of this failure is attributed to an identification board programming issue. A review of the information associated with this event has been performed and the following additional information was provided: there was no use history for this instrument. The probable root cause is attributed to manufacturing.